Manufacturer narrative:
Received report that while end user was operating the seat functions, the backrest gave way allowing client to fall into a prone position. Client reports not having been injured when this event occurred. Inspection of seating shown the m10 x 45 bolt that secures the recline actuator to the backrest hinge to have broken at the attachment point. Inspection also shown the actuator sleeve that the suspect bolt traverses through to be lacking lubrication and showing signs of rust build up. Family members made mention of the chair having been caught in the rain on multiple occasions which could have contributed to the signs of rust. It is being determined the reason for this failure was due to excessive stress having been applied to the bolt due to lack of lubrication to the actuator sleeve. This excessive stress led to fatigue in the bolt material. Unit was repaired with new materials and returned to end user. Family was instructed on the avoidance of introduction of moisture to the product and the need for routine maintenance. The DHR was reviewed, and unit was built according to specification.

Event description:
Received report that while end user was using the tilt feature, the backrest reportedly gave way allowing client to fall back to a prone position. Report received is client struck their head on the ground, but no injuries were sustained.